Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that since patient got current pump, he had problems with it so pump was x-rayed and everything looked fine. Patient then had non-device related back surgery on (B)(6) 2019 performed and the hcp told her something was wrong with the catheter. Consumer didn't know exactly what was wrong but said she thought the catheter had deteriorated. Pump was shut off and she didn't know if the catheter was left in or removed. Patient said pump had not been filled and patient wanted it filled. Currently patient was in hospital from back surgery almost ready to be moved to a rehab facility and no one was addressing the pump. Consumer told healthcare professionals (hcps) she wasn't going to let them discharge patient until patient found hcp to fill pump because right now patient's previous managing hcp didn't fill pumps anymore and was only going to be prescribing oral medications. No further complications were reported.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that they went in for a 5 level fusion and during the procedure his catheter was severed. The surgeon who did the fusion said the pump and catheter were fine. The patient went to see his physician who "cut the pump down low" and did an x-ray. The patient then went in to the hospital a couple of weeks later, where the catheter was replaced. No further complications were reported or anticipated.